Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The customer was instructed to continue using the pump and to call back if the malfunction code appears again.